Event description:
On (B)(6) 2013, it was reported that this vns patient¿s device could not be interrogated repeatedly over the last six months. Per the patient, the physician told her that he is able to interrogate other patients with his programming system so he does not believe that is the problem. The patient knew that the device was stimulating, and her voice changed with stimulation so she doesn't think there is a problem with her device because she believes it to be functioning but doesn't know why he is not able to check it. On (B)(6) 2013, the physician reported that he was having problems interrogating this patient¿s device beginning on (B)(6) 2013. He stated that he did check the wand battery and it was ok. He had also been able to interrogate his other patients with the same programming system. He did not believe that the device was at end of service because he could hear her voice alterations with stimulation. The patient typically came in every 3 months, and he has not been able to interrogate her device since the visit in (B)(6). The physician reported that the programming system was plugged in during interrogations. Follow-up with the physician¿s office showed that the patient has not been seen for follow-up and is not scheduled to be seen in the near future. It was confirmed that the physician follow-up after the patient¿s next appointment. Review of in-house programming history shows that device diagnostics were within normal history through the available history.

Manufacturer narrative:
Review of programming history.